Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 tractip laser fiber was opened for use in a ureteroscopy procedure in the ureter performed on (B)(6) 2018. According to the complainant, during preparation, it was noted that the laser body was bent. A second laser fiber was used and stopped firing after 2 minutes during the case. The procedure was completed with a different type of fiber. There were no serious injury nor adverse patient effects reported as a result of this event. There were no patient complications reported. The patient condition at the conclusion of the procedure was reported to be fine.